Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Subsequently post filter deployment, patient presented for filter retrieval. Subsequent venography demonstrated a filling defect within the filter extending cephalad. Technical thrombectomy was performed through the sheath of the thrombus extending from the ivc filter. Once clot was retrieved the goose neck snare was then used to hook the retrieval hook on the ivc filter and it was retrieved in a normal fashion. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: initial emdr was inadvertently submitted with a g4 date of 31-dec-20219. The correct g4 date is 08-jan-2020, g4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the medical record review that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that there was filling defect within the filter extending cephalad. Technical thrombectomy was performed through the sheath of the thrombus extending from the ivc filter. Once clot was retrieved the filter was retrieved in a normal fashion. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Subsequently post filter deployment, patient presented for filter retrieval. Subsequent venography demonstrated a filling defect within the filter extending cephalad. Technical thrombectomy was performed through the sheath of the thrombus extending from the ivc filter. Once clot was retrieved the goose neck snare was then used to hook the retrieval hook on the ivc filter and it was retrieved in a normal fashion. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the medical record review that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that there was filling defect within the filter extending cephalad. Technical thrombectomy was performed through the sheath of the thrombus extending from the ivc filter. Once clot was retrieved the filter was retrieved in a normal fashion. The current status of the patient is unknown.